Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post- operatively, the catheter came out on the exit site. The cuff went out. There was no patient injury.